Event description:
The fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed the metal strips restraining the heater wire had been badly damaged by misuse on the part of the consumer. This allowed the heater wire to intertwine, creating a "hot spot" which reached temperatures sufficiently high to damage the fabric foundation, although we found no evidence of an actual burn. We concluded that this report was attributable to misuse and disregard for our instructions and warnings on the part of the consumer.